Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set fell off event on 06-jun-2024. The infusion set had been in use for up to one day. The blood glucose level was 90-160 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 4 of 5.